Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for an rv lead revision due to microperforation. It was noted that the patient had initially presented for diaphragmatic stimulation and that the clinic had received an alert via remote transmission noting an rv lead issue. Device check in clinic revealed high capture threshold, varying r wave measurements and decreased pacing lead impedance values. Lead was explanted and replaced. Patient was stable post-procedure.